Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the error by viewing the printouts and error log. Fse lubricated all sampler guide rods and worn gears. Fse then inspected the injection valve and rotary 6-way valves heads for material clogs but could not find any. Fse found the aft connection to the small syringe from teflon distribution block loose and tightened it. Fse then verified that the sample needle was now piercing the center of the sample vacutainer septum. Fse then ran successful calibration, quality controls, and precision testing with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 21-oct-2017 through aware date 21-nov-2018. There were two (2) similar complaints, including this event, identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was the sample guide rods needed to be lubricated.

Event description:
The customer reported the sample needle was sticking in the tube cap when pulling out the sample after sampling on the g8 instrument. The customer was instructed by technical support to clean and lubricate the z-axis guide rod and lead screw and to replace the sample needle if the problem persisted. The customer called back stating that they replaced the sample needle but continued to have the same issue. The customer reported that they had been running with the tube caps removed and have been getting intermittent 706 l-syringe error message. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.